Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was low light from the led. No negative impact in state of health reported.

Manufacturer narrative:
The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "low light from the led" was confirmed, and further defects were detected. In total the following defects were detected: - led is dimly lit - blade worn as previously mentioned, the device met the test specifications at the time of delivery. Based on the defects found during the technical review, it is therefore concluded that the most likely cause of the error described is normal wear and tear by the user. The event is filed under internal karl storz complaint ID: (B)(4).